Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon ruptured. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: section a - sex: from: unknown to: male. Section a - date of birth: from: [blank] to: 10/18/1967. Section a - age at time of event: from: [blank] to: 52. Section a - age units (patient): from: [blank] to: years. Section a - weight: from: [blank] to: 83. Section a - weight (units): from: [blank] to: kgs. Section b - adverse event/product problem: from: product problem to: adverse event & product problem. Section b - describe event or problem. From: it was reported during intra-aortic balloon(iab) therapy, the balloon ruptured. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient. To:it was reported during intra-aortic balloon(iab) therapy, the balloon ruptured and an autofill alarm occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The facility reported that the patient experienced a blood clot. The iab was replaced and therapy was continued. Section d - brand name: from: unknown iab to: linear 7.5 fr. 40cc iab. Section d - lot #: from: unknown to: 3000106389. Section d - exp. Date: from: [blank] to:10/10/2022. Section d - catalog #: from: unknown to: 0684-00-0475. Section d - device available for eval? From: yes to: no. Section g - PMA/510(k)#" from: [blank] to: k041281. Section h - manufacture date: from: [blank] to: 10/10/2019. Section h - type of reportable event: from: malfunction to: serious injury. Section h - evaluation method codes: added: analysis of production record; 3331, added: trend analysis; 4110, added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon ruptured and an autofill alarm occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The facility reported that the patient experienced a blood clot. The iab was replaced and therapy was continued.